Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a catheter revision on (B)(6) 2010; reason for revision was not provided. The patient's pump was titrated down and then explanted due to an infection in (B)(6) 2011. The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.